Event description:
Clinical study same case as MFR #6000089-2005-00338. It was reported that 212 days after a coronary artery drug eluting stenting treatment procedure a stent thrombosis and myocardial infarction (mi) occurred. A target vessel reintervention was performed 213 days after a coronary drug eluting stenting treatment procedure. The pt was enrolled into the arrive program in 2004. Target lesion 1 was located in the 1st diagonal with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.3mm. Target lesion 1 was treated with predilatation and a 2.5x20mm taxus stent. With 0% residual stenosis. Target lesion 2 was located in teh mid lad with 80% stenosis and was 16 mm long with a reference vessel diameter of 2.5mm. Target lesion 2 was also treated with predilatation and a 2.5x20mm taxus stent, with 0% residual stenosis. The pt was discharged mar 2004 on asa and plavix therapy. About seven months later pt was admitted to non-enrolling hosp with substernal and epigastric chest discomfort associated with nausea, dry heaves, shortness of breath, and diaphoresis. Per source documents, pt had been evaluated for recurrent chest pain approximately 2 weeks previously (specific date unk); exercise stress test at that time was negative for ischemic changes. ECG indicated lateral injury pattern and possiblity of an acute anteroseptal infarct. Cardiac enzymes became elevated consistent with guideline definition of an mi. In oct 2004, pt was transferred to enrolling hosp for cardiac catheterization. Coronary angiography oct 2004 revealed: lvef 50% with anterolateral hypokinesis suggestive of a diagonal territory wall motion abnormality, lmca - no significant disease, lad-previously placed mid lad stent widely patent; diffuse 60% stenosis beyond the stented segment; 1st diagonal jailed from the lad stent and thrombotically occluded at the proximal margin of previous stent, lcx-no significant disease, rca-eccentric 80% mid stenosis. The 1st diagonal stent was treated with balloon angiplasty through the struts of the previously placed mid lad stent. Angiography indicated significant dissection at the proximal stent margin. Initial attempt to place a 2.5x12mm taxus stent was unsuccessful when it was unable to be advanced through the lad stent struts; the stent struts were further dilated, and a 2.5x12mm taxus stent was subsequently deployed at the origin of the 1st diagonal and overlapping the previous diagonal stent. Follow-up angiography showed 0% residual with no dissection and timi iii flow at the overlapping stented portion of the 1st diagonal, and 30% residual stenosis with type a dissection in the proximal segment of the diagonal between the origin and the stent margin. There was also slight narrowing of the lad from balloon dilatation of the proximal diagonal. Because further stenting would "involve the lad", a decision was made to treat with 12 hours of integrilin and perform follow-up angiography when the pt returned to the catheterization lab for planned intervention to the rca. In oct 2004, pt underwent staged procedure to the mid rca with placement of a 3.0x16mm tacus stent. The pt was discharged oct 2004 with recommendation to continue asa and plavix therapy for greater than one year.